Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side ¿rupture¿. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior and underweight. A visual and microscopic analysis was performed which identified: sharp opening, stress marks, and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp pattern on posterior of opening device assessed as a surgical impact opening, for the stress mark in the shell.

Event description:
Patient reported rupture and "capsule biopsy results showed no particular findings except for fibrosis". Physician confirmed left side rupture. The device has been explanted.

Event description:
Additional report of, "capsule biopsy results showed no particular findings except for fibrosis".

Manufacturer narrative:
This medwatch has been sent to record information sent in duplicate report 9617229-2020-04801 and we are consolidating it to this record.